Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube assembly only. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged and the anchor was visible at the distal tip. No other damage or issues with the device were identified. The complaint can be confirmed for bypass tube detached. The exact root cause cannot be determined. The likely cause was determined to have been bypass tube dislodgement sustained during attempted insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation: regulatory administrator. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device tip was already pulled back and the front was opened and not working. There was no harm to the patient.